Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a broken belt clip slot, scratched lcd window, a cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Reference medwatch 2032227-2014-49023 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received several motor error alarms and no delivery alarm. The customer's blood glucose level was 273 mg/dl. He decided to disconnect from the insulin pump and he was advised to revert to back up plan. The product was returned. Nothing further to report.